Event description:
Parents of child pt describe leaking at the filter on several tubings provided for IV infusion of medication. Pt presented with line sepsis and transferred to hospital & being treated for infection.